Event description:
Sorin group (B)(4) received a report that the s5 system displayed an error message followed by the screens turing blue during setup. No pumps were affected. Another system was used for the procedure. There was no patient involvement.

Manufacturer narrative:
Sorin group deutschland manufactures the sorin s5 system. The incident occurred in (B)(6). (B)(4). Sorin group (B)(4) received a report that the s5 system displayed an error message followed by the screens turning blue during setup. No pumps were affected. Another system was used for the procedure. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. While at the facility, the service representative was able to confirm the issue. In an attempt to locate any potentially faulty pumps, all pumps were disconnected and reconnected one-by-one and tested, but no further issues were discovered. As a precaution, two communication boards were replaced and no further issues with this system have been reported. The replaced boards were returned to sorin group (B)(4) for investigation. The boards were integrated into and tested in an s5 test bed and no errors were produced. The boards were run under p-can monitoring for a combined total of roughly 400 hours and no deviations to the can bus were registered. The boards were scrapped following completion of the investigation. A review of the DHR could not identify any concessions, deviations or nonconformities relevant to the reported failure. No trend has been identified. The market will be monitored for trends relating to this issue.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that s5 system displayed an error message followed by the screens during blue during setup. No pumps were affected. Another system was used for the procedure. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.